Manufacturer narrative:
Product complaint # (B)(4). Device returned. A review of the device history record. Device history lot: part number: 321.133. Synthes lot number: 5351427. Supplier lot number: n/a. Release to warehouse date: 30 oct 2006. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary service & repair evaluation: it was reported during evaluation at service and repair it was found out that the torque limiting handle/quick release has failed in calibration. The device was tested at service and repair center and the item failed to verify toque between given parameters. The cause of the complained issue is failed high. The item will be repaired per the inspection sheet, and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair, it was discovered that the torque limiting handle/quick release has failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).